Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer needed a replacement pump because the pump broke over the weekend and is being held together by tape. Call was dropped and customer was called back, but there was no answer. Customer was left a voicemail message. No additional information provided.